Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - due to stem inserter tip knob shearing off during the use of surgery.

Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was reported as the stem inserter tip knob sheared off. The possible time in service of the inserter is 2.9 to 3.2 years. The instrument was inspected prior to surgery and was found to be acceptable. The event occurred during surgery near the patient, there was another suitable device available, the incident did cause a 20 min. Delay in surgery, however, surgery was completed as intended and there was no risk or adverse event reported. Examination of the returned locking knob (the rest of the inserter was disposed of) shows the threaded tip broken off (tip not returned), confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the IFU. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There had been 6 previous complaints against the reported lot number. Summary of complaints: 2 missing component, 1 bent, 9 broke/cracked/damaged and 1 other. A review of the device history record (DHR) revealed, when released for use, met design and manufacturing requirements. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.